Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Event description:
Patient reported left side "horrible pain and the prostheses is very damaged."device has been explanted.

Event description:
Patient reported left side "horrible pain and the prostheses is very damaged." Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "horrible pain and the prosthesis very damaged."

Event description:
Patient reported left side "horrible pain and the prostheses is very damaged." Device remains implanted.